Event description:
It was reported that while completing preventative maintenance, the customer noticed that the fowler would not remain in the up position. No adverse consequence or pt involvement alleged.

Manufacturer narrative:
It is unk if the cylinder is able to be returned for eval. If the component is returned and add'l relevant info is obtained from the eval, a follow up MDR will be filed.